Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The pump and the data logs were returned for evaluation. Review of the data logs showed the purge pressure immediately dropped to almost 0 upon the sudden occurrence of the "purge pressure low" alarm. Leak reproduction testing was performed on the returned sidearm, and leaking was observed at the filter neck. Therefore, it was determined that the cause of the purge leak was damage to the filter to tubing joint. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 69 year-old male in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the pump had a purge leak noted within the purge sidearm retainer. A purge bypass procedure was complete without further issues. The purge was running sodium bicarbonate within the concentration. There was no patient harm reported.